Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2016, the patient felt sick and vomited which were symptoms of hyperglycemia. The patient was taken to the hospital and the result at the hospital was 625 mg/dl. The patient was treated with insulin via infusion. The patient was hospitalized from (B)(6) 2016. On (B)(6) 2016, the patient felt nausea and vomited. The blood glucose result was 411 mg/dl. The patient was treated with insulin via infusion. The patient was hospitalized from (B)(6) /2016. Return of the suspect device was requested for evaluation.